Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm, but occlusion recurred. Customer declined system check with tandem technical support. Customer reverted to manual insulin therapy. Customer's blood glucose was 322 mg/dl.